Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a microclave® clear neutral connector where the customer reported a leak. There was patient involvement but no adverse event.

Manufacturer narrative:
Received one (1) used mc100 microclave for inspection. As received, the seal was stuck down. No mating device was returned for inspection. Excessive tearing was found on the internal seal. The reported complaint of a stick down can be confirmed due to the tearing found on the seal. The probable cause of the torn seal is unknown. Without the return of the mating device, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.